Event description:
There was an allegation of questionable chloride results for two patient samples from the cobas 6000 c 501 analyzer. Sample 1 initial chloride result was 80 mmol/l and the repeat result was 100.9 mmol/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct. Sample 2 initial chloride result was 90 mmol/l and the repeat result was 101 mmol/l. For this sample, no information was provided to determine if the questionable result was reported outside of the laboratory or which result was believed correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found the ise probe was out of alignment with the reaction disc and the sipper tubing was pushed too far onto the sipper nozzle. He adjusted the ise probe at all stations and the customer changed out all ise reagents. He ran air purges, reagent primes, and mechanism checks that were all acceptable. Ise qc was run after calibration and was within the specifications. Precision testing was performed and passed. The investigation determined the service actions resolved the issue.